Manufacturer narrative:
The reported event of a signal issue could not be confirmed. The results of the investigation concluded electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue remains unknown as the event could not be confirmed.

Event description:
During an atrial fibrillation ablation procedure, the egms from the catheter were unreadable. After two ablation, the ablation was stopped and the patient was cardioverted. There were no adverse consequences to the patient.